Manufacturer narrative:
Although the cannula was observed to be damaged, fluid was able to successfully flow through the fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 330 mg/dl while wearing the pod between 24 and 36 hours, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod and gave a manual injection of 3 units.